Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available that changes this assessment, an amended medical device is report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.

Event description:
It was reported by pt's attorney that pt underwent a right hip arthroplasty in 2008. Post-op, he experiences pain due to possible acetabular loosening. A revision is scheduled for 2010.

Manufacturer narrative:
This additional information does not change previous manufacturer's assessment of the case. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent a revision surgery on (B)(6) 2010 due to pain and loosening.